Event description:
A report was received that the patient was explanted. The patient also reported that when she was originally implanted, a nerve was hit. The patient was hospitalized for a few days and she was then explanted. Shortly after, the patient's physician reported that she was explanted. No further information regarding the details of the event was available. The patient is reportedly doing fine.